Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented with syncopal episodes. Electrocardiogram (egm) recording indicated possible noise. It was noted there was loss of capture at high outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.